Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation was unable to reproduce the reported symptom. The unit passed flow rate test iaw the pm procedure and was found to deliver within design specification, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number (B)(4) can be removed from the FDA database.

Event description:
It was reported that a spectrum pump "counting mechanism off, fluid remains in bag when pump alarm volume left to infuse. Not infusing all of fluid programmed" (medication, programmed amount and delivery rate unknown). Any patient involvement, injury or medical intervention is unknown.